Event description:
Boston scientific crm received information that this device and leads were successfully implanted. Normal measurements were obtained. The right ventricular lead and atrial leads are non-boston scientific leads. Three hours later, it was noted the atrial lead was not sensing or detecting appropriately and displayed high out of range impedance measurements. A revision procedure was performed revealing the lead was not fully inserted into the header. The lead was fully reinserted and normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.